Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, product type: software. (B)(4).

Event description:
It was reported that a pump memory error occurred during a pump update. It was stated that the physician programmer contained an ¿aaj¿ software card, though the healthcare professional had other programmers available. The patient¿s device system was used to deliver lioresal.